Event description:
Had a renessa procedure to help with minor incontinence. Procedure was performed by dr. (B)(4) with midatlantic urology in (B)(6). After one week had much worse symptoms, by second week they worsened. Now have constant urine leakage. Have to use pads and never had to before. I have waited six months and it is still much worse than before the procedure. My regular urologist now tells me that I will require surgery to correct the problem. It is my only option. In short, the renessa procedure made my small incontinence problem far worse than before and now it requires a surgical procedure that was not warranted prior to the surgery. I think there should be much stronger warnings about renessa by novasys and stronger guidelines for the use of the procedure.